Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message along with audible tones. A request was made to have data from this device analyzed. The health care professional (hcp) was going to get the patient scheduled for a replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message along with audible tones. A request was made to have data from this device analyzed. The health care professional (hcp) was going to get the patient scheduled for a replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to premature battery depletion and replaced with a new s-ICD, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message along with audible tones. A request was made to have data from this device analyzed. The health care professional (hcp) was going to get the patient scheduled for a replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to premature battery depletion and replaced with a new s-ICD, which remains in service. No additional adverse patient effects were reported.